Manufacturer narrative:
Memory review was performed and determined the induce command was processed by the device on the same detected event where the device initiated charging for auto shock therapy. The induction timeout expired, which stops charging but does not reset detection. The user turned therapy off and back on, which cleared the condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during induction, ventricular fibrillation (vf) was induced and another 50hz burst was delivered to sustain the vf. The second 50hz was not delivered and the device did not detect the vf. An external shock was performed to terminate the vf. The first external shock did not terminate the vf and the device began to charge. The physician aborted the charge and the second external shock converted the rhythm. Another induction was performed and the system appropriate detected, treated and converted the rhythm. Boston scientific technical services (ts) reviewed the available data and indicated the induce command was processed by the device on the same detected event where the device initiated charging for auto shock therapy. In this case, the induction timeout expired, which stops charging but does not reset detection, so detection and therapy were not available. From the device log, I can see that after the issue occurred, autotherapy was programmed off and back on. This action would have brought the device back to proper operation and we would expect no further issues with this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that the device was explanted as it was returned. No additional adverse patient effects were reported.